Event description:
In 2006, a gore tag thoracic endoprosthesis was implanted to repair a descending thoracic aortic aneurysm. As the physician ballooned the device with a gore tri-lobe balloon catheter, the device was pushed proximally covering the ostium of the brachiocephalic artery. The physician used the gore tri-lobe balloon catheter to successfully move the device back to the orginal implantation site. As a gore introducer sheath with silicone pinch valve was removed, the right common iliac artery ruptured. The physician surgically repaired the right common iliac artery, the patient tolerated the procedure.

Manufacturer narrative:
The device remains functioning in the patient, the gore tri-lobe balloon catheter (bc2640/lot#03911877) and the gore introducer sheath with silicone pinch valve (ts2030/lot#03827662) were discarded by the facility. A review of the manufacturing paperwork is being conducted.